Event description:
It was reported that the ilet device¿s screen was cracked, which prevented the user from unlocking the device, while blood glucose remained at 78 mg/dl and was not affected. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no impact on health, no hospitalization, and no medical intervention. Investigation included review of user reports and operational history, confirmation of device function via data synchronization, and logistical assessment for device replacement. Investigation of this device revealed a damaged display component consistent with physical damage, resulting in user interface inaccessibility without functional impact to insulin delivery or glucose management. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.